Manufacturer narrative:
Subject device was placed without incident; however, the pt had a stroke prior to discharge. During a follow up visit, asymptomatic target lesion restenosis, treated with revascularization, was noted. Requests for follow up info have been unanswered to date. The reported adverse events (stroke, restenosis) are contained in the device directions for use. The subject device was used off-label because it should be used with a gateway balloon catheter. Based on the info known at this time, boston scientific cannot conclusively determine the cause of the user's experience.

Event description:
It was reported on 04/25/2008, a stenting procedure to treat intracranial atherosclerotic disease in the posterior vertebral distal basilar. The pt has a history of hypertension. For this procedure in late 2006, pre-procedure stenosis was 90%. The patient "...was pre-medicated with aspirin and clopidogrel." Pre-dilation was performed with a balloon catheter, followed by implantation of the subject device (stent). Residual stenosis was 50%. Prior to discharge, the pt had a stroke, which resolved without residual effects in late 2007. Asymptomatic target lesion restenosis (90%), noted in ten months earlier, was treated by revascularization performed in the same month. Cerebral imaging performed on approx eight months later, showed no evidence of target lesion restenosis; however, stenosis was noted in the left vertebral. Cerebral imaging performed in 2008 showed a mild stenosis in the proximal portion of the stent.